Event description:
This case was reported by a lawyer via a tolling agreement and described the occurence of an unspecified injury in a female pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using poligrip. An unk time later, the pt experienced an unspecified injury. At the time of reporting, the outcome of the event was unk. Medical records received on 21 december 2009: on (B)(6) 2009, the (B)(6) pt was evaluated at the emergency department for numbness and tingling of the extremities with associated loss of control since (B)(6) 2009. She was seen by a neurologist on (B)(6) 2009, where it was noted that she could feel pain and temperature in her legs, but could not feel them "in space." Spinal MRI showed t2 and flair hypersensitivity on the cervical and thoracic spin involving the dorsal columns. Markedly low copper level (11 mcg/dl; normal 80 to 155) with elevated zinc (142 mcg/dl; normal 60 to 120) was found at that time. On (B)(6) 2009, the pt was hospitalized for intravenous copper supplementation and studies to determine if she had a malabsorptive state. Her diagnosis was myelopathy due to copper deficiency and it was noted that she had also recently experienced an unexplained 10 pound weight loss. It was noted that the pt wore dentures and that denture creams had been implicated at causing copper deficiency due to zinc absorption. Gastroenterology consult found no significant malabsorptive states, and the gastroenterologist felt the pt's symptoms were due to high levels of zinc in the dental paste she was using. After three days of intravenous copper therapy, the pt was discharged on (B)(6) 2009 with continued oral copper therapy. At that time, the pt could only ambulate with the help of a walker, was a high risk for falls, and had trouble manipulating objects with her hands. On (B)(6) 2009, the pt was again hospitalized for copper infusion due to continued deficiency. Clinically, the pt had experienced increased numbness and weakness of her extremities the weeks prior.

Manufacturer narrative:
Manufacturer's comment: poligrip is manufactured in (B)(4) and the product and lot number was not available. No corrective actions have been required based on this report. (B)(4).